Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial#: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot#: 2000019132, description: next generation anchor kit-sterile. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a newly implanted patient was experiencing a delayed healing of the surgical wound. On (B)(6) 2018, drainage was noted from the implant site and the patients wound was sutured and removed two weeks later. On (B)(6) 2017, the left midline incision site dehisced and a fat globule pushed into the opening. The patient had stitches placed across the left upper opening and was then seen by wound care wherein he was prescribed antibiotics and was provided a dressing. Upon removal of the stitches, purulent green drainage and soft tissue abscess were noted in the midline incisions but no systemic signs of infection. The patient is currently working with wound care specialists and the explant procedure was cancelled pending his continued healing. No further course of action will be taken at this time.